Manufacturer narrative:
Findings: motor error alarm during basic occlusion test due to loose /flush drive support disk. The motor was tested outside the device and passed. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
The date of event in the initial report was incorrect. The correct information has been provided with this report.